Event description:
The customer's mother reported via phone call that the customer received a failed self-test alarm on the insulin pump. The mother reported that this was the second occurrence of the alarm. Customer's blood glucose was over 100 mgm/dl. It was found the correct bolus amount was recorded in the bolus history during troubleshooting. Customer was advised the insulin pump needed to be replaced. Customer was advised to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed radio frequency pic failed self-test during self-test due to faulty connector at radio frequency board. The device had minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip.